Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the problem analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
Note: this report pertains to the first of two speedband superview super 7 used in the same patient and procedure. It was reported to boston scientific corporation that two speedband superview super 7 devices were used during a procedure performed on (B)(6) 2021. During the procedure, the physician encountered difficulties in releasing the bands while in use. The same problem occurred with the second speedband superview super 7 device. No patient complications have been reported as a result of this event. Boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts.

Manufacturer narrative:
Block h6: medical device problem code (B)(6) captures the reportable event of bands difficult to deploy. Evaluation conclusion code d17 is being used in lieu of an adequate conclusion code for device not returned. Block h10: the complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
Note: this report pertains to the first of two speedband superview super 7 used in the same patient and procedure. It was reported to boston scientific corporation that two speedband superview super 7 devices were used during a procedure performed on december 7, 2021. During the procedure, the physician encountered difficulties in releasing the bands while in use. The same problem occurred with the second speedband superview super 7 device. No patient complications have been reported as a result of this event. Boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts. ***additional information received on january 12, 2022*** it was reported that the two speedband superview super 7 devices were used in the esophagus during a variceal ligation procedure and was completed with another speedband superview super 7 device. There was no patient complications reported as a result of this event. Additionally, it was noted that there was no difficulty experienced upon setting up the device.